Event description:
Implant cracked on insertion and was unable to be fully inserted, the implant was then removed with a grasper and no piece was left inside the body, the anchor site was prepped using the appropriate drill and drill guide. Reused another anchor without any problem into the same hole.

Manufacturer narrative:
The anchor that broke was not returned for evaluation; only the delivery portion of the device. Therefore no conclusion could be made for the reported device failure. (B)(4).